Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 6. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set cannula crimped event on (B)(6) 2024. The event occurred three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for 8 hours at the longest. The patient replaced infusion sets and resumed insulin successfully. No further information was available.